Event description:
It was reported that a spectrum pump was experiencing upstream occlusion alarms while in use with a mediport. The reporter stated that the work order for this pump was left by a previous technician who no longer works there. The reporter did not have any other details about the alarms. She did not know if they occurred during therapy or testing. She was not aware of any pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.